Event description:
It was reported by repair work order that the inspection of the unit by the service technician identified that the jack could not raise and the brakes could not be engaged due to broken brake cams.